Event description:
It was reported that the insulin pump alarmed, and then the customer noticed that a bolus of 10.0 units was delivered. It was stated that the customer did suspend the delivery immediately and reviewed the bolus history to confirm the bolus. It was stated that the customer denied programming the bolus and was concerned it may happen again. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump. Which is not marketed in the unites states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.